Event description:
During percutaneous coronary intervention (pci) pf, a lesion in the middle right coronary artery, the pt went into cardiogenic shock. The characteristics of the lesion were described as common. The pt reported to be "okay" after the procedure.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info has been requested and will be submitted within 30 days upon receipt.